Event description:
Complainant alleged that during the incoming inspection of the device, a "plug in cable" message was intermittently issued. The complainant indicated that there was no patient involvement in the reported malfunction.